Event description:
The adhesive that secures the Velcro straps to the body pad is falling off or completely detached. This renders the pad unusable and is a safety issue. Should the pad become detached from the bed during use the patient has the potential to slip from the bed.